Event description:
A pt reported experiencing inaccurate erratic results with a lifescan, surestep enhanced meter. The pt's blood glucose results were 411, 171, 169, 194mg/dl. Tests were done within 10 mins with a difference of 50%. Pt did not experience any adverse events.